Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed.)

Event description:
It was reported that during attempted implant of the left ventricular (lv) lead it was impossible to insert the wire into the lead because, the wire couldn't pass the tip valve. Therefore the lv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.